Manufacturer narrative:
(B)(4). Analysis was normal, no anomaly was found. (B)(4).

Event description:
It was reported that the patient developed mrsa septicemia. The system was explanted. No other patient symptoms were reported.